Event description:
Boston scientific neurovascular was notified in september 2004 that during a coiling procedure, the physician had difficulty seeing the platinum marker on a coil under fluoroscopy. The coil was detached successfully and the pt sustained no injuries.